Event description:
It was further reported that the subject device was giving an e224 error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer's allegation was not confirmed due to no device return. Based on the results of the investigation, a definitive root cause cannot be identified. Cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are faulty ccd, damaged cable, or damaged connector. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2: no. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device was displaying a communication error. Reportedly, no patient involvement. No additional information was available.